Event description:
Halyard g tube which was almost 2 yrs old and was supposed to be removable by external traction, broke upon removal attempt, leaving the internal bumper inside the stomach. Urgent egd was required to remove the internal bumper from the stomach. Bumper was felt to too large to be allowed to pass spontaneously. Significant concern for small bowel obstruction requiring laparotomy if bumper passed beyond stomach due to peristalsis. Therefore was significant urgency for endoscopy. Egd revealed separated internal bumper in stomach. See above unfortunately, this is the most dramatic incident related to g tube at my facility. But I have seen several g tubes of this brand recently that were degraded way beyond what their calendar age would indicate. I have pre-emptively performed endoscopy to remove them instead of going through what I went through with the pt described above. I feel pts are having to undergo unnecessary endoscopic procedures. The median age of these prematurely degraded g tubes is around 4 months. I am aware of MFR recs stating that tubes more than few months old may exhibit this phenomenon. However, I have been working with g tubes for almost 20 yrs and have not see this level of degradation. Materials issues. FDA safety report ID# (B)(4).